Event description:
It was reported that this spinal cord stimulation (scs) tunneling tool was intended to be used in an implantation procedure. Upon opening the product in question and assembling the handle and shaft, a vinyl-like material was observed wrapped around the shaft. Consequently, this unit was not utilized, and instead, another unit of the same model was employed. Given that the foreign material was wrapped around the shaft, it is considered unlikely that it became attached during the unpacking process.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <mhy, nhl, pjs>. G4: additional premarket / 510(k) # that applies to the indication of this device - <p150031>.